Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated damage at implant and stretching. The analyst noted that the tine has not anomaly visible. (B)(4).

Event description:
It was reported that during the implant procedure, a tined lead was attempted, but had high threshold and low sensing. The lead was also noted to have dislodgement problems and would not stay secured. An active fixation lead was used to complete the procedure. No patient complications have been reported as a result of this event.